Event description:
It was reported that during set up of a procedure, the metal ring became loose. The metal ring did stay in the bur guard but the customer was not able to attach a bur. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for metal ring cracked was not confirmed as the product is not available for evaluation.

Event description:
It was reported that during set up of a procedure, the metal ring became loose. The metal ring did stay in the bur guard but the customer was not able to attach a bur. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.